Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base. A piece approximately 14mm x 5mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that after a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument branch broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user didn't notice anything and after the end of the operation, the instrument was fine. We suspect that the jaw has broken off in the central sterile service department (cssd). When it went through all the processes in our cssd, it was noticed at the end that the jaw was missing and it was sent back to the operating room marked as defective.